Event description:
Information was received from a consumer, healthcare professional (hcp), and a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 1345 mcg/day), bupivacaine (17.8 mg/ml at 11.975 mg/day), and morphine (6.9 mg/ml at 4.462 mg/day) via an implanted pump. The indication for pump use was spinal pain. Per the patient, the pump was implanted for thoracic and rib pain. On (B)(6) 2016 it was reported that the patient was "hurting a ton" for a week and using her ptm (personal therapy manager) a lot. On (B)(6) 2016 the patient got a massage because that usually helped with her back pain. At 10:30 pm "all hell broke loose" and the patient went through severe withdrawal. The patient had restless legs, diarrhea, her heart rate was going, and she couldn't sit still. The patient had been to the ER (emergency room) three times. She went to the hcp on (B)(6) 2016 and they did a dye study and "everything was fine and they were calling it a fluke." During the procedure, while the patient was lying there, the hcps were talking and saying "have you seen that before? No, I haven't seen that before." Per the patient, the tubing was either above or behind the pump or something she wasn't sure. Additional information was received from an hcp on 01-sep-2016 and overinfusion was reported. The patient last had her pump refill on (B)(6) 2016 and it was unremarkable. On (B)(6) 2016 the patient had a massage done and developed a "weird feeling," restless legs, racing pulse, insomnia, and diarrhea. The patient was seen on (B)(6) 2016 and they did a cap (catheter access port) dye study and it was negative. The pump logs were also negative for alarms. Today the patient came for a refill and the erv (expected residual volume) was 7.8 ml and the arv (actual residual volume) was 0.5 ml. Per the patient's husband, the patient was sedated on (B)(6) 2016, but the patient denied it. The hcp was unsure if the patient was taking oral pain meds; did not believe the discrepancy was related to a pocket fill; stated that the discrepancy was not the result of a programming error; and there had been no discrepancies at past refills. It was unknown if the pump would be replaced.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The patient experienced pain recurrence on (B)(6) 2016. It was noted the patient was unable to sleep "last night." The patient had been going to motion therapy which is physical therapy using manual manipulation (snapping of the back). The patient was feeling "just plain weird" and noted "something is not right." The pump was reprogrammed as an intervention on (B)(6) 2016. The patient had no pain improvement on (B)(6) 2016. A catheter access port contrast study on (B)(6) 2016 gave results of a normal study. The pump was reprogrammed as an intervention on (B)(6) 2016. The outcome was noted as resolved without sequelae on (B)(6) 2016. The etiology of the event was noted to be possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.